Event description:
Customer reports to have moisture under display screen due to placing insulin pump into a baggie and placing baggie into a cooler to protect pump from beach moisture and sun. Customer states water got into baggie and insulin pump vibrated without alarm or alert and screen display would not turn on . Customer's blood glucose was 149 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).